Event description:
Information was received on a copy of a user medwatch report. The report dated 07/22/2009 identified the patient as a male. The event was described as the third unspecified size and model tracheostomy tube place in the patient where the cuff blew and was replaced. (Refer to related reports 2936999-2009-00499 and 2936999-2009-00500).